Event description:
A patient had several episodes of 4-6 second sinus pauses and no alarms were heard at the bedside, central station or via the pagers. The patient then had a cardiac arrest and was revived with CPR, cardiopulmonary resuscitation. The earlier pauses were not discovered until the staff reviewed the alarm history.